Event description:
Customer called while in the hospital due to a high bg of 439 mg/dl. He "had dka and was very sick." Prior to going to the hospital, on (B)(6) 2011, the customer experienced slightly elevated bgs in the evening (270-296 mg/dl). The next morning, he activated a new pod and by 11:30am his bg reached 347 mg/dl, an hour later his bg rose to 439 mg/dl and he suspended insulin delivery and went to the hospital. While suspending insulin delivery the pdm alarmed; the pod was removed. The customer's bg was checked at the hospital and it read 165 mg/dl and he was "in the hospital recovering." No additional info was provided regarding this hospitalization. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product was evaluated and found to be functioning as intended. No problem found that would have caused or contributed to the customer's high bgs and hospitalization. The pod's piezo spring was tested and shown capable of emitting an audible alarm sound. The device terminated and operated with no hazard alarms found despite the pdm alarm reported. No kinks or internal occlusions were found - the wire drive did not labor and no pulse width time-outs occurred. Fluid was observed exiting the cannula indicating no internal occlusion. The pod was fully capable of delivering insulin and performed as designed when tested in the lab. The omnipod user's guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and to treat hyperglycemia advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Then contact your healthcare provider for guidance." Product lot qualifications were reviewed and found to have met all acceptance criteria.